Event description:
During the evaluation, review of the device history log observed 2 occurrences of a system error 322 alarm. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The system error 322 alarm was confirmed through review of the device history log. The alarm was not reproduced during testing. As a result, the upper and lower aux assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.